Event description:
During a recent pt visit (B)(6), it was reported low impedance measurements were observed for several lead contacts. No loss of therapy resulted from the event; however, the observed condition is indicative of fluid intrusion into the ipg header. This situation will continue to be monitored.

Manufacturer narrative:
This device is not marketed/approval in the USA, but is similar to a USA marketed/approval device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.